Event description:
An implantable cardio-verter defibrillator (ICD) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately nine months post implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# d314trm. The device was returned, analyzed and no anomalies were found.

Event description:
Additional information was received and reported the cause of death as ischemic cardiomyopathy, congestive heart failure and cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable pacing lead, product ID: 419688, implanted: (B)(6) 2012; implantable defibrillation lead, product ID: 694 7m55, implanted: (B)(6) 2012; implantable pacing lead, product ID: 5076-45, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.